Manufacturer narrative:
This follow-up is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems corporation in the initial report submitted january 26, 2021. Upon further investigation of this reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (type of report) follow-up. H2 (if follow-up, what type) - additional information. H3 (device evaluated by manufacturer) - yes. H6 (type of investigation) - 3331 - analysis of production records. H6 (investigation findings) - 3233 - results pending completion of investigation. H6 (investigation conclusions) - 11 - conclusion not yet available. A sample was received. A visual/photographic evaluation was conducted and there were no cracks, crazing, or outwardly physical issues or damages noted. The sample was then shipped to our supplier for further evaluation. The supplier conducted a review of previous complaints for this component and did not find any previous complaints relating to this issue. The supplier also reviewed their production records for this component and there were no issues noted during the review. The physical sample has been received by our supplier as of 03/08/2021 and they will be conducting their evaluation. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up is submitted to the FDA in accord with applicable regulations- and as indicated by terumo cardiovascular systems corporation in the initial report submitted 1/26/21. Upon further investigation of this reported event, the following information is new and/or changed. D8 (was this device serviced by a third party?) No g3 (date received by manufacturer) g6 (type of report) follow-up h2 (if follow-up, what type) correction h6 (component code) ¿ 558 - concentrator h6 (health effect ¿ impact code) ¿ 2199 ¿ no health consequences or impact all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up

Manufacturer narrative:
This follow-up is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems corporation in the initial report submitted january 26, 2021. The reported issue was not confirmed. The sample was sent to the supplier where they performed visual inspection and did not find any signs of deformity or damage. The actual sample was built into a test circuit and ultrafiltration performance was determined while bovine blood was circulated at 100ml/min and at 500ml/min. The obtained values were confirmed to be normal and met the factory's specification. No clogging was observed when the blood flowed in and no phenomenon in which the filtrate side turns red due to hemolysis during ultrafiltration. The sample was conforming to the factory's spec with no issues noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The device was not returned. The device return is still anticipated however. No issues were noted from the DHR review. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. (B)(4). Device not made available by end user.

Event description:
The customer reported that they had replaced the pack hemoconcentrator with a single sterile hemoconcentrator. During priming of the device for a cardiopulmonary bypass (cpb) procedure, a 'red tinge' was observed in the hemoconcentrator effluent. The product was not changed out and surgery was completed successfully. There was no delay reported, no blood loss and no patient consequences reported.